Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 31 mg/dl at the time of the incident and was treated with carbohydrates. It was reported that the auto mode feature was not active on insulin pump at the time of low blood glucose event. The customer just replaced sensor two days ago. The customer had a low corrected and then calibrated when in the 160 mg/dl range still got calibrations not accepted and change sensor. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.